Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿not washing hand¿ prior to performing pd therapy. Subsequently, the patient experienced peritonitis manifested by stomach pain, abdominal pain, vomiting and diarrhea. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and route unknown). Six days after being admitted, the peritonitis was resolved, the patient had recovered from the event and was discharged from the hospital on that same date. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.